Event description:
The perfusionist experienced error codes during the procedure, which prevented the timely processing of blood through the brat 2. The perfusionist stated that he felt these errors were a pt safety issue, as he had to continuously restart the machine to process the blood. There was no pt involvement and no pt injury.

Manufacturer narrative:
There was no pt involvement. Pt info is not applicable. The perfusionist experienced error codes during the procedure, which prevented the timely processing of blood through the brat 2. The perfusionist stated that he felt these errors were a pt safety issue, as he had to continuously restart the machine to process the blood. This medwatch report is being filed due to the perfusionist's allegation. There was not pt involvement and no pt injury. A sorin group USA service rep was dispatched to evaluate the brat 2 machine. Testing could not reproduce the reported incident. The machine functioned properly and was returned to service.